Manufacturer narrative:
On 1/7/2019, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/15/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/4/2019, mentor became aware that the patient's removal surgery schedule was changed to (B)(6) 2019. (B)(4).

Manufacturer narrative:
On 6/20/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample a tear was observed on the posterior aspect of the implant measuring 1.5 cm. The second product received is related to a concomitant device, therefore no further investigation is required. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact; stress or trauma to the breast, mechanical damage prior to or during surgery, compression during mammographic imaging. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/10/2018, mentor became aware that the suspect medical device's lot number was 215094. Mentor also became aware that the concomitant device's lot number was 117835. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: mentor siltex round moderate profile 200cc saline, catalog: 3542625. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent breast augmentation revision with (right) mentor siltex round moderate profile 225cc saline and (left) mentor siltex round moderate profile 200cc saline breast prostheses. Right breast prosthesis deflation was determined via mammogram. As a result, the patient was scheduled for removal on (B)(6) 2018.